Event description:
The event is reported as: complaint alleges that the connector has a crack in the same place on the same side. The alleged defect was discovered prior to use. The respiratory therapist had to open 4 packages before finding one that didn't have a crack in it. No pt injury reported.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.